Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently applied external pressure to the ilet insulin pump while sleeping, resulting in a cracked display screen and limited visibility to the bottom portion of the screen, with blood glucose unaffected and reported at 137. Symptoms included no reported clinical effects. Outcomes included no impact to health status and no need for medical care. Investigation included customer interview, product history review, and plans for device return logistics with instructions provided to shut down the device and to start up the replacement device. Investigation of this case revealed physical damage to the display attributable to external mechanical stress, consistent with a screen/display component failure due to user handling. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage unrelated to device malfunction.